Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the attached channel alarmed for ¿channel error¿ and the nurse was unable to remove the device to fix the error. There was no report if patient harm. The facility¿s biomed evaluated the device; multiple error codes were identified, the iui connectors and the bottle-side pressure sensor was replaced.